Event description:
The customer reported an unexpected shut down during a patient event. The customer reported at no time was patient care compromised due to the device behavior.

Manufacturer narrative:
(B)(4). The customer reported an unexpected shut down during a patient event. The customer reported at no time was patient care compromised due to the device behavior. The device was evaluated at philips. The reported symptom could not be duplicated, however loose contact pins in the battery pca for both slot a and b were identified. The battery pca was replaced. The device passed all testing and was returned to service.